Manufacturer narrative:
The case description states that the user received a 2.4u bolus for 29 carbs that they did not program. Inspection of the audit log files confirm that a 2.4u bolus was delivered on the date of occurrence and show that 29g of carbs were entered and the confirm bolus button was pressed in order to deliver the bolus. Engineering logs confirm that there was interaction with the controller in order to enter the bolus calculator screen and enter digits one at a time to enter 29 g of carbs. No bg value was used for the bolus. The bolus calculator gave a suggestion of 2.4u based on these inputs and the user's current iob. This bolus suggestion was shown to not be adjusted by the user and the entire 2.4u was delivered, not being canceled at any time by the user. The controller also went through the two step confirmation in order to start and deliver the bolus. No evidence of an uncommanded bolus was observed in the log files. The controller was able to pass all adb testing and was only found to respond when the screen was touched and interacted with. The history detail within the controller also confirms the delivery of the bolus and inputs used to program them. The controller was paired to an unused pod and was found to not deliver any uncommanded boluses during the investigation. When programmed and initiated, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on carb and bg value inputs. No problems were found with the returned device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We were able to review the device logs which showed customer interaction. The device is being returned and a full investigation will be forthcoming. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports his omnipod controller delivered an uncommanded bolus without him initiating the device. The customer alleges that he got a bolus for 29 carbs, but he assured us that he never set that bolus, it was done automatically by his controller. The customer reported hearing the pod beep upon completion of the bolus dose. Medical intervention was not required. The device logs were reviewed and indicate interaction with the controller to program the bolus dose. The physical device was returned for investigation and this case will be reassessed if new information becomes available.